Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead product ID neu_unknown_lead, serial# unknown; product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received from the patient confirmed that they experienced pain spasms every 30 seconds during and initially after implant of ins. It was also confirmed that lead was then disconnected and was eventually replaced on (B)(6) 2015. The patient reported that the stimulation issue was resolved and that therapy was working now. The indications for use for the implanted device were noted as spinal pain and failed back surgery syndrome. If additional information is received, the event will be updated.

Event description:
It was reported that the patient, who was implanted 2 days prior to this report, was complaining of severe burning pain in the back and tingling in the legs. Despite treatment of pain medication, the patient was very uncomfortable. Additional information received reported that the patient was experiencing acute pain. The patient had been programmed the night of implant and was fine that night. The patient then started having pain the next day so they turned stimulation off. Major leg spasms occurred 1-2 days post-implant. The manufacturer representative (rep) met with the patient on 2015 (B)(6) and reported the patient contorting and screaming. It was stated that the healthcare provider (hcp) was going to take the device out. It was suspected that the paddle was possibly on the nerve root. Additional information received reported there was also leg weakness. The hcp had performed a laminectomy on 2015 (B)(6) to see if there was anything abnormal. The laminectomy came back normal. The lead was explanted and the implantable neurostimulator (ins) was left in place. The patient was then scheduled for an MRI on 2015 (B)(6). Additional information received reported that the patient felt they could not use his leg due to the severe spasms. A small amount of subfascial fluid collection was noted as well as some epidural scar and gelfoam powder. The patient was then released to anesthesia and no complications occurred. Additional information received that there had not been any developments since the explant. There would probably be no changes going forward. This event will be updated if additional information is received.